Manufacturer narrative:
MFR's report date: (B)(4) 2014. Internal file no: (B)(4). Unable to confirm the male luer tip of the secondary set broke off in the port of the primary set. The set was not returned for evaluation because it had been discarded. This product is distributed by carefusion and manufactured by codan.

Event description:
The customer reported that when trying to disconnect the secondary set after a chemo infusion had completed, the male luer tip of the secondary set broke off in the port of the primary set. There was no tpt harm or medical intervention required. Although requested, no additional pt or event details were provided by the customer.